Event description:
The patient reported receiving an e4 (occlusion) error during regular basal rate delivery and when attempting to bolus. The patient's blood glucose did elevate to 29 mmol/l (522 mg/dl). The patient's normal range is 6-10 mg/dl (108-180 mg/dl). The patient did not report any symptoms with her elevated blood glucose. The patient also received an e4 during the middle of the night in 2006, which elevated her blood glucose to 522 mg/dl. The next morning, she lowered her blood glucose by giving herself a bolus after she cleared the e4 error message. No medical attention was necessary. No product will be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.